Event description:
It was reported that stent damage occurred. A 3.00mmx38mm promus premier¿ stent was selected to treat the lesion; however, the device was unable to cross the lesion. When the device was removed from the patient, it was noted that one of the proximal stent struts was lifted off the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the most proximal stent row were raised outwards distally from the balloon and damaged. The tip profile and ro markerbands were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at several locations along its length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00mmx38mm promus premier¿ stent was selected to treat the lesion; however, the device was unable to cross the lesion. When the device was removed from the patient, it was noted that one of the proximal stent struts was lifted off the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.